Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a avi foot cuff. The customer reports a pt experienced a dvt as a result of wearing the foot cuff. The clinician also stated that the pt was put on a heparin drip which is protocol for this situation.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.